Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer newly trained on insulin pump. It was reported that customer experienced bent cannula and was not getting insulin for a couple of days which resulted in high blood glucose. Customer changed infusion set and blood glucose was stabilized. Customer also reported of experiencing blood glucose versus sensor glucose differences. Customer received "change sensor" alarms and calibration error alarms. Customer declined transfer to helpline.